Manufacturer narrative:
Analysis of the ins (B)(4) found that the setscrew was backed out too far. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
It was later reported that the lead would not advance into the battery and was advised to use a new battery after troubleshooting. The device was never implanted and was returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a procedure there was lead insertion difficulty. The reporter was in a stage 2 procedure, lead was placed 8 days ago. They tried to insert the lead tail directly into implantable neurostimulator (ins) without any adjustments on setscrew; the lead got hung up right away on setscrew and couldn't be inserted. At this time they backed out the setscrew and even after doing this the lead wouldn't go into header block. The setscrew was then reported to be stuck and unscrewable. The lead tail visually looked fine. Another ins was used and no issue at all inserting lead tail. Set screw went fine. An impedance check was done and it was all normal. Neurostimulator to be sent back. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.